Event description:
Information was received indicating that this ambulatory infusion pump the pump failed accuracy. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the device to be in good physical condition. Indications from the event history log show the user did three volume accuracy tests. One will volume set at 20ml, and two with the volume set at 10ml. Delivery accuracy testing performed during investigation found the pump to be over delivering the control limit specification, but within the published manufacturer's specification.